Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2006: the patient underwent partial corpectomy l3 and l5 with anterior decompression, anterior lumbar fusion l4-5 and l3-4 with 2 large kits of bmp, crushed cancellous allograft and increased difficulty for the entire procedure due to morbid obesity. Preoperative diagnosis: failed fusion l3 to l5. As per op notes: ¿ we then placed two 14x26 custom interbody cages, reamed to 32, countersunk 3mm. We placed a bed of deep crushed cancellous allograft followed by 2 bmp sponges, one sponge lateral to each cage as well as additional crushed cancellous allograft in the cages. Once this was done we decompressed and then used an oblique 18x23 product, reamed to 32, countersunk approximately 6mm with a bed of deep crushed cancellous allograft followed by one sponge in the product itself, 2 sponges deep and 3 sponges medial with additional crushed cancellous allograft medial.¿ patient tolerated the procedure well without any intraoperative complications. Patient underwent spinal fusion surgery in which rh-bmp2 was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.